Event description:
It was reported that a patient presented to the emergency room (ER) due to shortness of breath and pain on deep breaths. The patient's right ventricular (rv) lead had loss of capture, r-wave amplitude variation, and low pacing impedance. A computed tomography (CT) scan revealed that the rv lead caused a cardiac perforation and migrated into the lung field. The rv lead was explanted. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, r-wave amp variation, low pacing impedance and lead dislodgement. As received, a complete lead was returned in one piece with helix found to be partially extended and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported events of failure to capture, r-wave amp variation and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies.